Event description:
It was reported that the hudson modified trinkle attachment continues spinning during a procedure. A back-up device was used to complete the case without any procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval, but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.